Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). The cause for the reported elevated bg levels was unknown. Reportedly, the customer addressed elevated bg levels with the pump, and declined troubleshooting with tandem technical support.